Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation the root cause could not be identified; however, it is likely that the adhesion of the material in the nozzle and the air/water (tube, cylinder, etc.) Channel led to the malfunction. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found inside the air/water tube, other evaluation findings are as follows: there was clogging in the nozzle and the air/water channel; the plastic distal end cover was cracked; switch#1 was damaged with cuts; and the upward/downward/left/right angulations were not within specification. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope did not inflate. There was no report of patient harm. The device was returned, evaluated, and a white foreign material was found inside the air/water tube next to the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.